Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the flushes inject until they get between 7-8ml then just stop. To aid in the investigation, two samples with no packaging flow wrap and two photos were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. The two photos provided show the sample received. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1035833. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plunger in the bd posiflush¿ normal saline syringe became stuck when trying to pull or push it between 7-8ml. The following information was provided by the initial reporter: "they said it's happened dozens of times but haven't reported it. I have asked that they report each time it happens so we can track it. It apparently lets them inject until it gets between 7-8ml then just stops... I can't pull back or advance the plunger into the syringe, it's literally just stuck."